Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and multiple occlusion alarms occurred that were resolved when the customer pressed the resume insulin button. There was no reported impact to customer's blood glucose. Customer declined to provide further information.